Event description:
Procedure: lobectomy. According to the reporter: the surgeon had difficulty when loading the instrument and the jaws would not close. However, the green button was able to be pressed so the instrument was fired as usual. However, only one third of the staples were formed on tissue properly. This problem occurred three times in a row after fifth firing. New cartridges were fired over the previous staple lines without additional tissue loss. Extended or time was reported as approximately 30 minutes. The sulus were all discarded.